Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and hyperglycemia. The blood glucose reading was 450 mg/dl. It was stated that the events leading to her admission was nausea. It was stated that the customer is pregnant and she did not get the supplies on time. The customer had to revert to back up plan. It was stated that the customer was not able to lower her glucose level with the manual daily injections. It was stated that the customer was not using the insulin pump when her glucose went up. It was stated that the customer was having a difficult time to manage her glucose level without using the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.